Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring. The insulin pump was received with a corroded battery tube, corroded battery cap contact, minor scratches on the display window, and a cracked reservoir tube lip. No functional testing could be performed due to the blank display.

Event description:
Customer reported that she had the insulin pump in storage for about 8 months without a battery and she is trying to go back to insulin pump therapy and the device will not turn on. Customer stated that she is pregnant and keeps having low blood glucose. Customer stated she has not been to the hospital but has had the paramedics go to her house 5 times due to experiencing low blood glucose because she is using insulin manual injections. Customer stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Current blood glucose was 120 mg/dl. Nothing further reported.